Event description:
The customers' nurse stated, that the customer was hospitalized due to high blood glucose, the reported blood glucose reading was 600 mg/dl. Troubleshooting was performed and it was found that no basal rates were programmed in the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.